Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# hg418ej, implanted: (B)(6) 2020, product type: accessory. Other relevant device(s) are: ubd: 21-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep). It was reported that the lead anchor mi grated/dislodged. The patient experienced new pain and discomfort/soreness/pinching. A revision was done. The hcp cut down at the lead site and dissected to the anchor and removed scar tissue and put the anchor a little deeper. No leads were removed or added. The issue was resolved.